Event description:
Patient a was having a vaginal hysterectomy procedure when the clip applier malfunctioned. The clips were not coming out properly. Patient b was having a laparoscopic cholecystectomy procedure when the clip applier staples were not firing correctly again.